Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that a balloon ruptured at 6 atmospheric pressures. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that a balloon ruptured at 6 atmospheric pressures. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the pressure was released just as it reached 6atm, so there was almost no time for it to be pressurized. The device was normally removed without patient problem after the procedure.